Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor grind noise anomaly, rewind anomaly, display anomaly/rainbow display anomaly noted during testing. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. No broken reservoir tube lip noted. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a button anomaly. The blood glucose value was unknown. Customer stated that the buttons was hard to press, sticky and sometimes unresponsive. The product will not return for the analysis.